Event description:
The event is reported as: the unit will not hold any pressure during pre-test, by the end-user. No pt injury reported. The condition of the pt is reported to be fine.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.